Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient reports that the device is making unusual noises and delivering inconsistent airflow. They state that the airflow intermittently increases to a high level and then decreases to a low level, resulting in inadequate treatment throughout the night. The patient alleges experiencing side effects such as chest heaviness and shortness of breath during the night, attributing these symptoms to the fluctuating airflow. They also described the sensation as feeling like they had a ¿cold.¿ additionally, the patient reported using an albuterol inhaler in the morning due to chest discomfort. The patient confirmed that they clean the water chamber with mild soap and warm water and use wipes to clean the mask. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that, the manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient reports that the device is making unusual noises and delivering inconsistent airflow. They state that the airflow intermittently increases to a high level and then decreases to a low level, resulting in inadequate treatment throughout the night. The patient alleges experiencing side effects such as chest heaviness and shortness of breath during the night, attributing these symptoms to the fluctuating airflow. They also described the sensation as feeling like they had a ¿cold.¿ additionally, the patient reported using an albuterol inhaler in the morning due to chest discomfort. The patient confirmed that they clean the water chamber with mild soap and warm water and use wipes to clean the mask. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Section product UDI in box d, and box h has been updated/corrected in this report.